Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The patient complained about sudden pain. The nail is broken.

Manufacturer narrative:
The reported event that long nail kit r1.5, ti, right gamma3 11x380mm x 125°was alleged of issue (implant breakage - nail) could be confirmed, since the returned device matches with the alleged failure mode. The device inspection revealed the following: the nail broke in a fatigue mode. No indications of material, manufacturing or design related problems were found during the investigation. From technical point of view the nail broke in fatigue manner after an implantation period of 3,5 months. The breakage surfaces clearly identify a fatigue fracture confirmed by lines of rest and missing plastic deformation. From medical point of view the nail broke due to overload caused by unexpected impaired bone healing a review of the labeling did not indicate any abnormalities. A review of the device and CAPA history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. With available information a product deficiency was not verified. If any further information is provided, the complaint report will be updated.

Event description:
The patient complained about sudden pain. The nail is broken.